Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. Patient has experienced persistent aches and pains in his left hip, groin area, low back pain, loss of leg strength, numbness in left leg if lying on left side, and difficulty with activities of daily living. There is no mention of revision. Update (B)(6) 2011 plaintiff's preliminary disclosure form was received. There is no new information that would change the outcome of the investigation. Update (B)(6) 2014 sales rep reported revision surgery. Patient was revised to address pain. The sleeve has been added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.